Event description:
Information received indicates the head section moves continuously without pushing a switch. Unintentional movement.

Manufacturer narrative:
The facility had not returned hill-rom's attempts to determine the resolution of the alleged malfunction.